Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the power turns off during use. The event occurred during patient use at the facility. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
Received one device. Visual inspection found no damage, the customer reported issues was power off during use. The customer reported issue was not able to be confirmed through the operation test for a week. The primary cause of the reported issue was unable to be determined during repair activities. No repair action was taken. Device passed all functional and delivery tests performed after the inspection. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.